Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2024. D6b: explant date: 2024.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. The patient's ipg was explanted.